Event description:
It was reported that stent dislodgment occurred requiring placement of another stent. The target lesion was located in the carotid artery. A 10.0-24 carotid wallstent was selected for treatment. However, it was noted that the entire stent failed to fully expand and migrated during the withdrawal of the delivery sheath, resulting in dislodgement. The dislodged stent was not removed, and a 9 mm x 50 mm x 135 cm carotid wallstent was placed, overlapping the dislodged stent. There were no patient complications as a result of this event.

Manufacturer narrative:
(B)(6). B5. Describe event or problem: added information, based on additional information.

Event description:
It was reported that stent dislodgment occurred requiring placement of another stent. The target lesion was located in the carotid artery. A 10.0-24 carotid wallstent was selected for treatment. However, it was noted that the entire stent failed to fully expand and migrated during the withdrawal of the delivery sheath, resulting in dislodgement. The dislodged stent was not removed, and a 9 mm x 50 mm x 135 cm carotid wallstent was placed, overlapping the dislodged stent. There were no patient complications as a result of this event. It was further reported that the target lesion was 80% stenosed, non-tortuous, and non-calcified. The patient did not have a challenging anatomy, and the procedural factors did not contribute to the event.

Manufacturer narrative:
The device was not returned. However, an angiographical video was provided from the healthcare facility. Investigation of the media supports complaint event description with stent failing to expand (with proximal waist) and during delivery sheath removal the stent was pulled proximally at which point the stent expanded.

Event description:
It was reported that stent dislodgment occurred requiring placement of another stent. The target lesion was located in the carotid artery. A 10.0-24 carotid wallstent was selected for treatment. However, it was noted that the entire stent failed to fully expand and migrated during the withdrawal of the delivery sheath, resulting in dislodgement. The dislodged stent was not removed, and a 9 mm x 50 mm x 135 cm carotid wallstent was placed, overlapping the dislodged stent. There were no patient complications as a result of this event. It was further reported that the target lesion was 80% stenosed, non-tortuous, and non-calcified. The patient did not have a challenging anatomy, and the procedural factors did not contribute to the event.